Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex g). Event summary it was reported that the basket of a ncircle tipless stone extractor was tested prior to use for a cystoscopy and laser lithotripsy of a 2 mm renal calculi. The laser was not used near the basket. The device was tested prior to use in an uncoiled position and was found faulty prior to entering another manufacturers scope. The handle of the device was pointed straight towards the patient's body. No attempt was made to close the basket prior to removal from the plastic tray. It was noted that there is a metal wire which sticks out of the base of the white handle when deploying the basket. The basket doesn't deploy from the tip. An attempt was made to open and close the basket, and it was found to not open. A new same basket, which opened without issue, was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. One device was returned to cook for evaluation in an opened pouch. The returned device has 2.4 cm of cannulated handle protruding collet knob. The support sheath was bowed, and the basket sheath was kinked. The handle was open, and the basket formation was retracted in the basket sheath. The handle did not actuate basket formation and the handle was disassembled. The coil was kinked at junction of cannulated handle and coil assembly. The coil assembly was stretched. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device revealed one related non-conformance for ¿basket/grasper will not open/close¿ which was recorded as being due to "damaged baskets" in which six devices were scrapped, and all remaining devices in the lot were functional. A database search did not identify any other events associated with the reported device lot. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the basket of a ncircle tipless stone extractor was tested prior to use for a cystoscopy and laser lithotripsy of a 2 mm renal calculi. The laser was not used near the basket. The device was tested prior to use in an uncoiled position and was found faulty prior to entering another manufacturers scope. The handle of the device was pointed straight towards the patient's body. No attempt was made to close the basket prior to removal from the plastic tray. It was noted that there is a metal wire which sticks out of the base of the white handle when deploying the basket. The basket doesn't deploy from the tip. An attempt was made to open and close the basket, and it was found to not open. A new same basket, which opened without issue, was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- customer (person): address line 2= halfway house // postal code: (B)(6). E3- occupation: regulatory affairs manager. G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.